Event description:
It was reported that during repair check out the digital reading was missing segments. No patient was involved.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the device found a cracked tank cover, wear and tear, and damaged enclosure, front cover, plate clip, line cord, and pole clamp. Functional testing was done by filling the tank with water, attaching temperature check, plugging in line cord, and turning on the power switch. The reported problem was duplicated and found to be related to a faulty printed circuit board (pcb). A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).